Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had a stimulator for their bladder and one for pain. The patient had pain in their right groin and down their right leg and had been increasing since (B)(6) 2016. The patient wanted to use their patient programmer, but lost their normal programmer. The patient had another model programmer available and it did work with this controller. The patient had no falls or trauma. The patient planned on following up with their health care provider (hcp). Refer to manufacturer's report #3004209178-2016-15443 for the same issue with the patient's sacral nerve stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.